Event description:
An implantable cardiac defibrillator (ICD) and two leads were returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately seven months post the implant of the ICD. Cause of death has been requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was also noted that there was outer insulation cosmetic depression. (B)(4): it was also noted that the outer insulation was breach cut, had cosmetic depression and there was apparent explant damage. Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was also noted that there was outer insulation cosmetic depression. (B)(4): it was also noted that the outer insulation was breach cut, had cosmetic depression and there was apparent explant damage. Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.